Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#:, serial#: (B)(4), implanted: (B)(6) 2007, explanted:, product type: catheter. Product ID: 8578, lot#:, serial#: (B)(4), implanted: (B)(6)2020, explanted:, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 21-jun-2009, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 16-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 639 mcg/day) via an implanted pump. On (B)(6) 2020 during the pump replacement procedure, they were not able to aspirate the catheter. The patient was not having any therapy issues, but they were just not able to get backflow. The patient was receiving drug up until the replacement surgery which led them to believe that there was not an issue with the catheter. When they tried to aspirate, they did not receive any flow; however, they did receive some bubbles in the syringe which would retract. They tried adding a new connector from a revision kit to make sure the connection was properly working and aspirating from that but still only got bubbles, no backflow. The new pump was hooked up to the catheter, so there was drug in the catheter, no drug in the pump tubing or the revised piece of catheter, and drug in the pump reservoir which meant that the patient would receive drug for about 12-13.2 hours and then have a window of time approximately 19.25 hours in which he would not receive drug which the physician was aware of. No further complications have been reported as a result of this event.